Event description:
Reference number: lss-v05059

Event description:
After approx. One hour on bypass, customer stated that the bubble and level sensors alarmed simultaneously while on single pump, without physical indications (no bubble, low reservoir level or high/low pressure) or any displayed message on pump. Manual alarm overide failed to disable sensors and pump remained stopped. Customer had to use hand crank.